Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The physician explanted the lv lead and a new epicardial lead was successfully implanted as a replacement. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this lead had dislodged. The physician explanted this lead and placed an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.